Event description:
The account stated that the axsym analyzer has generated discrepant rubella igg results on two patient samples. On (B)(6) 2009, patient #1, a pregnant patient's result was negative at 0 iu/ml. On (B)(6) 2010, the sample was thawed and tested and the result was elevated at 74 iu/ml. The sample was not retested on the axsym. There was no adverse impact to the patient management reported.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.